Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to show critical low medications. A technical support specialist (tss) found that datasync debug logs showed the structured query language (sql) foreign key retry error. A full database (db) backup was taken, and the tss followed knowledge article "medstation es - retry mode: insert into tx.storageitemtransaction - untracked changes in strg.storagespaceitemsnapshot", gathering the station's dispensingdevicekey, generating the corrective sql script on the application server, stopping station services, decrypting and backing up the station database, and executing the generated update script locally. Once services were restarted, data synchronization uploads were monitored and confirmed to resume successfully with stable change-tracking values. After verifying normal communication in baretail logs, the user was emailed for confirmation, advised of 24-hour monitoring, and later confirmed the issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, critical low medications were not displaying for refill on the es server. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused one hour of delay to the patient care. There were no adverse events or injuries reported based on this event.